Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 16 years 10 months post implant of this 27mm aortic bioprosthetic valve, it was explanted and replaced with a 23mm aortic bioprosthetic valve for unknown reasons. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information that the reason for the valve replacement was due to increased gradients. If information is provided in the future, a supplemental report will be issued.